Event description:
It was reported that during regular follow up, after interrogation rv coil below 1200 ohm alert was shown on (B)(6) 2021. During the follow up, it showed 285 ohms. Episode were observed for 14 times (but none of them sent inappropriate shocks). The ECG showed vp inhibit due to rv oversensing. A follow up is scheduled.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.